Event description:
The patient reported being told that there was "static" or their "wires were jiggling." The following physician confirmed that the right ventricular (rv) lead was exhibiting high thresholds, small r-wave measurements and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.